Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent (B)(4).

Event description:
(B)(4). The implant had to be removed 15 days after its installation, because it was compressing the inferior alveolar nerve.